Manufacturer narrative:
Product analysis: two still images were received for analysis. Both images depict the distal end of a resolute onyx device with the protective sheath loaded. The stent appears to be positioned between the markerbands per specification, however no other details of the stent can be observed due to the sheath. Additional information: the device crossed the lesion without significant resistance but the deployment was not successful. Initial reporter's full name provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one still image was provided for review. The image shows a section of a resolute onyx pouch, with one of the labels peeled off. Size and lot in the image matches information provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one resolute onyx coronary drug eluting stent failed to cross/position the lesion in the left anterior descending (lad) artery. It was later clarified that the stent was introduced normally; however, when an attempt was made to deploy the stent, the stent did not release. Inflation was attempted but it was not possible to release the stent. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force not used during delivery. Another stent was used to treat the lesion. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the protective sheath was removed in order to insert the stent into the patient. After the issue occurred, the sheath was placed back on the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: two still images were received for analysis. Both images depict the distal end of a resolute onyx device with the protective sheath loaded. The stent appears to be positioned between the markerbands per specification, however no other details of the stent can be observed due to the sheath. Image analysis: one still image was provided for review. The image shows a section of a resolute onyx pouch, with one of the labels peeled off. Size and lot in the image matches information provided. Additional information: facility full name and address initial reporter's phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.